Event description:
It was reported that a physician's handheld device was not functioning properly. The handheld screen would direct the user back to the main menu screen when the physician was trying to interrogate patients' devices. Performing a soft and hard reset did not resolve the issue. The handheld was replaced and the handheld in question will be returned for product analysis.